Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing. High pacing impedances were also recorded several months earlier. However, the impedance measurements were within range recently. Impedance measurements appeared stable in the daily measurements as well. An x-ray showed a potential exteriorization of the lead conductor under the clavicle. The device was explanted and replaced with a new ICD with impedance measurements that vary between more than 2000 ohms and 600 ohms. The new device was left implanted and in service together with the lead. Additionally, it was confirmed that an x-ray was performed without visible dislodgement and the lead was explanted at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is currently undergoing analysis. This report will be updated upon its completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in two segments as it had been intentionally cut during the explant process about 20 centimeters (cm) from the terminal pin. Visual inspection confirmed that the pace/sense conductor coil was fractured approximately 29.5 cm from the terminal pin, and the lead body was also slightly bent in this location. Detailed analysis confirmed the fracture showed evidence of fatigue and overload; however, the lead insulation was intact and the conductor coils were not exposed. The curve in the lead body/insulation suggests that the lead was bent near the suture sleeve or wrapped around the device, which then caused localized cyclical movement in this location. This repeated stress and flex fatigue led to the conductor failure (without insulation damage). No further issues were observed.